Event description:
It was reported the pt suffered a fall and approximately one week later, the pt experienced a burning sensation at the lead site. The burning at the lead site starts 9-10 hours after stimulation is turned on causing the pt to turn stimulation off. The burning subsides two hours after the stimulation is turned off. The pt is unable to distinguish if the pain is a burning or shocking sensation. It was noted, the burning at the lead site occurs every other day. Follow up info identified the pt is no longer experiencing the reported symptoms at the lead site, however surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.